Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth implants due to the patients concerns with the product. Device remains implanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth implants due to the patients concerns with the product. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: . Visual analysis of the returned device identified white particles calcification -like in device outer surface, no openings were found in the device and deformation. A weight test of the device was verified and the device was within specification. Voids and cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician.